Manufacturer narrative:
H3: a number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed to the increased trend in wear/osteolysis related complaints. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors specified in the hhe. However, this cannot be confirmed from the reported information. Correction: h6 medical device problem code and component code. Additional information: h6 clinical code.

Manufacturer narrative:
H3: pending investigation.

Event description:
As reported, the patient had an initial tha on an unknown date. The patient was revised on (B)(6) 2024; reason unknown. No further information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2023-02134.